Event description:
It was reported that the customer went to the emergency room (ER) with an elevated blood glucose (bg) level displayed as "high". A specific bg value was not provided. Cause was not known. The customer delivered a correction bolus and changed supplies prior to going to the ER in an attempt to treat bg. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged from the ER the 4/3/2024 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.